Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that a hematoma occurred following a device changeout procedure. The hematoma was evacuated and resolved. Approximately 6 months later a pocket revision was performed due to a carbuncle. The patient subsequently developed a hematoma following the pocket revision. The patient was treated with antibiotics. The leads remain in use. No further patient complications have been reported as a result of this event.